Manufacturer narrative:
A review of the device history record of the product code/lot# combination was conducted with no findings. The actual device is not available for return. The investigation is currently ongoing. A follow-up report will be submitted once the investigation is complete.

Event description:
The user facility reported that the tr band balloon part of the band did not hold the air and slowly leaked which caused some bleeding in the patient. There was no major injury. The nurse could not identify the exact source of the leak however, reintroduced 8cc of air to stop the bleeding. Bleeding reoccurred soon after. The product was discarded, and a second tr band was placed. The estimated blood loss was less than 250cc's. Additional information was received on 20sept2023: the procedure performed prior to using the tr band was a heart catheterization. The initial amount of air noted was not retained. The nurse introduced an additional 8cc of air when noticing the deflating band. The product was stored prior to use on the shelf. There was no noticeable damage to the device. The patient was stable. There were no concomitant devices used with the tr band. The tr band started to deflate prior to the standard release protocol so it was approximately 1.5 hours after the procedure.

Manufacturer narrative:
This report is being sent as follow-up no. 1 to provide the completed investigation results. The actual device was not returned; therefore, an evaluation of the actual device was unable to be conducted. The complaint cannot be confirmed for air leakage issues because a sample was not returned for assessment. Without a sample, the exact root cause cannot be determined. Review of the device history record (DHR) showed there were no issues noted during manufacture of the product that could have contributed to this complaint condition. Currently no action is recommended since this risk evaluation is within the predetermined limits in the design failure mode and effects analysis (dfmea).